Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements. A fracture was suspected as a result of subclavian crush. The rate/sense portion of the rv lead was surgically abandoned, but remains in service for defibrillation. A new rv rate/sense lead was successfully implanted. No adverse patient effects were reported.